Event description:
The patient was on bipap and it suddenly stopped working for some reason and the patient deteriorated after that. It was told to me that it was alarming "loss of alternating current (a/c) power" when it stopped working. I spoke with the patient's mother (who is a rn) after the incident and she stated she was trying to unplug the sequential compression device (scd) and unplugged the plug under the bed which is where the bipap was plugged in per the respiratory therapist (rt) covering the patient. Suddenly the bipap stopped working. The patient became agonal after that and was subsequently intubated and moved to surgical intensive critical unit (sicu).at this point, I checked with clinical to see if they heard of the incident. They replied: clinical was not called on this. I spoke with the director of rt and confirmed with him that the device did not malfunction and was not a result of the rt staff leaving the device unplugged. This device does not run on battery power.the family member unplugged the machine inadvertently. The unit manager responded: the bipap machine is respiratory therapy equipment and the way that it works is any time the machine is unplugged it loses all of its settings and it has no back up power to the unit so it is very important not to unplug the machine or if you have to, to make sure respiratory is at the bedside to reset the parameters. I plan to do further teaching to the staff about how these bipap machines work and the importance of how the power supply works. I followed up on this with respiratory therapy lead charge and also talked to the mother of the patient . I will educate the staff on proper policy of equipment and have notified maintenance for an inspection of the wall outlets.